Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain from the left sides of the ipg. The patient underwent a revision procedure wherein the two ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively.